Event description:
The customer reported that while sealing a product the operator put her finger too close to the sealer jaws and received an radio frequency (rf) burn. She was sealing the collected product and there was a spark and she burned the tip of her left index finger with the sealsafe. The operator stated the tubing and her gloves were dry. Her finger was within one inch of the sealer head. The operator saw a physician to evaluate the burn; she received a tetanus shot and was given antibiotic ointment. She has a 0.5cm area on the tip of her left index finger that was burned. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation: a review of the product disposition form system was performed for this catalog number to determine any production issues and none were found. A known hazard associated with the use of the seal safe is rf burns to the operator (this is often reported as electric shock). By placing one's finger next to the cutter/sealer head jaws during operation of the unit, the operator can receive an rf burn or shock. Root cause: operator error-fingers placed too close to the sealer jaws. Corrective/preventive action: the operator was aware of the danger of putting one's fingers too close to the sealer jaws, further training was not deemed necessary. The trima operator's manual cautions the operator to ensure that the sealing head and tubing are free of moisture before operating the seal safe to avoid possible electrical arching. In addition, the manual warns the user to not place fingers within 1 inch of the seal safe's sealing jaws while sealing to avoid possibility of receiving a rf burn.